Event description:
The screw on the driver block fell off causing the driver block not to advance across the lead screw. Customer was on manual injections prior to the call. Device was not dropped, bumped, or exposed to moisture.